Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned low results for approximately 1200 patient samples tested for elecsys probnp ii immunoassay (probnp ii) on an elecsys e170 modular analytics immunoassay analyzer. The customer provided specific discrepant results for 3 patient samples. The initial results were all run on the e170 analyzer in question. The repeat results were run on a different e170 analyzer. Patient 1 initial result was 5.00 pg/ml. The repeat result was 172.8 pg/ml. Patient 2 initial result was 5.00 pg/ml. The repeat result was 69.37 pg/ml. Patient 3 initial result was 5.00 pg/ml. The repeat result was 153.1 pg/ml. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The field service engineer (fse) visited the customer site and checked the instrument. The fse suspected suction issues with the sample or reagent probe and adjusted the sample probe liquid level detection voltage. The fse also adjusted the sample probe, the reagent probe and the position of the paddle mixer. Quality control results were acceptable. The customer has not complained of any additional issues. The investigation was unable to determine a definitive root cause.